Event description:
It was reported that during a rectum resection procedure, the device was alarming with an error code 5, and a solid tone was heard. After re-installing the device and testibg it with the generator, the blade was broken. Used another like device to finish the procedure. There was no pt consequence.